Event description:
A zoll distributor electrode belt sn (B)(4) and reported that the electrode belt failed functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed functionality testing) was confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging wires. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.